Manufacturer narrative:
It was reported that the patient had an infection at the implant site and was treated with intravenous antibiotics (ceftriaxon 2 grammes, 15 days and amikacin 15 mg/kg/jour, 5 days). The patient then had an extrusion of the receiver-stimulator resulting in a decision to explant the device. This report is submitted on december 30, 2021.

Manufacturer narrative:
This report is submitted on nov 2021, 2021.

Event description:
Per the clinic, the patient experienced an infection (unknown if it was device related) which resulted in the device being explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. Further information is being sought from the clinic.